Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Further battery assessment at various pulse amplitudes found current level within normal range and no sign of premature depletion noted. Sensitivity test performed at most sensitive settings indicated normal results, and device interrogation with various loads indicates the pacer was able to detect and measured the lead impedance within normal range. Additionally, visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported event. Longevity assessment was performed based on average drain current and the device was in normal range of operation with appropriate remain longevity.

Event description:
It was reported that the device presented with elective replacement indicator (eri). Premature battery drain was suspected, related to the programmed parameters. The device was explanted and replaced. There were no adverse health consequences, the patient was stable.